Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 400 units of insulin and remained static at 270 units. The customer's blood glucose level was 200 mg/dl. Tandem technical support made multiple attempts to obtain if the insulin gauge updated to an accurate fill estimate; however, no further information was provided on the reported event.